Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that while replacing the reservoir they noticed the o-ring is broken off on the insulin pump. Customer's blood glucose level was 40 mg/dl. Troubleshooting for the cosmetic damage on the insulin pump was performed. Customer advised they did not know how the insulin pump is missing a piece where the reservoir is located. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer treated themselves for low blood glucose by adding some sugar to their coffee. Customer does not believe the insulin pump is the reason for their low blood glucose.